Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate played in the ultimate need for extraction. Other factors, such as prior tooth history, dental treatments and performance of the replacement crown material, may have played a role in the reported outcome.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) male patient required extraction of tooth #18. This tooth had received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2014, because decay had been identified beneath a prior restoration on that tooth. The dentist noted that this tooth had good structure, despite the decay. On (B)(6) 2014, the lava ultimate crown debonded and was recemented. On (B)(6) 2014, a new non-3m crown was placed along with a post and core build-up. A third new, non-3m crown was placed on (B)(6) 2015. Information as to why these two new crowns were needed was not provided to 3m. The third new crown debonded on (B)(6) 2015 and was recemented. On (B)(6) 2016, the dentist started to perform root canal therapy, but instead, extracted the tooth and placed an implant. In the reporting dentist's opinion, the reason the tooth was extracted was because the lava ultimate crown was loose and led to recurrent decay.